Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During preparation of the 3.50x16 mm taxus express2 drug eluting stent, the shaft fractured near the exit port. This device was not used. The case was completed with another taxus stent. No pt complications were reported. The device did not come in contact with the pt.